Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported clot formation could not be conclusively determined. Per the IFU, thromboembolism is known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2017-00274. During a pulmonary vein isolation procedure for persistent atrial fibrillation, a clot formed on the tip of the introducer. Prior to transseptal puncture, a transesophageal echo was performed and revealed no clots. When the introducer was placed in the correct position for transseptal puncture, a transesophageal echo revealed a clot around the distal tip of the introducer in the right atrium. The procedure was cancelled and medication was administered to treat the clot. The patient is in stable condition. There were no performance issues with any abbott device.